Event description:
It was reported that approximately 81 months postoperatively, the patient had an explant of the artificial disc prosthesis at c5-c6 due to myelopathy.

Manufacturer narrative:
This device was part of the ide study prior to device approval. The approved device is product code mjo, (B)(4). The device or applicable imaging studies have not been returned to the manufacturer for evaluation. We are unable to determine cause of the event.